Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked and is not functional. The customer does not know how the touchscreen became damaged. The customer¿s blood glucose was 333 mg/dl. The customer administered a manual injection. The customer reported that manual injections would be used for insulin therapy.